Manufacturer narrative:
Per -171 final report. Additional information, including post primary and pre revision x-rays and the explanted devices were requested in order to progress with this investigation. The x-rays were not provided to corin, however, the explanted devices were returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification. Review of the explanted devices found signs of wear on the bearing surfaces of both devices and damage was observed to the edge of the cormet cup. This damage is most likely to have been as a result of extracting the device during the revision surgery. There was good bone ingrowth on the cormet cup and no unusual characteristics on either of the explants. Based on the investigation it cannot be determined whether the cormet devices caused or contributed to the patients experience. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Corin received a medwatch report (mw5066281) regarding a cormet revision after approximately 3 years.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays and the explanted devices have been requested to aid the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Corin received a medwatch report (mw5066281) regarding a cormet revision after approximately 3 years.